Event description:
It was reported that the patient presented with a postoperative wound infection approximately five weeks after facial fracture fixation. A removal of the two plates is planned.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.